Manufacturer narrative:
Siemens healthcare diagnostics customer care center (ccc) was contacted by the customer for the discordant, falsely depressed total bilirubin result. The ccc directed the customer to perform a precision study and the result was acceptable. The customer resolved the issue with repeat of the original sample. No service was requested for the event. No product non-conformance was identified with the instrument or reagent. Quality control values were within laboratory ranges. The cause of the event is unknown. The customer was satisfied that this isolated incident may have been caused by sample integrity. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant, falsely depressed total bilirubin (tbil) result was obtained on an infant patient sample on the dimension vista 1500 system. The discordant result was reported to the physician(s) who questioned the result. A new sample drawn from the same patient was processed on an alternate dimension vista and a higher result was obtained. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely depressed total bilirubin (tbil) result.